Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator for movement disorders. It was stated that after the patient's replacement surgery, they were very nephropathic so they didn't take the antibiotics and ended up developing pneumonia. It was noted that the death wasn't necessarily caused by the device but by the surgery implanting it. The patient had the surgery on (B)(6) 2011 and started feeling bad on (B)(6) 2011. They later died the night of (B)(6) 2011. When the patient started feeling bad, they were taken to the emergency room where they said the patient had pneumonia.